Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to a balloon perforation. A revision surgery was performed to remove and replace the component. No further patient complications were reported.